Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2022 and suture was used. During the procedure, the suture got split in the surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Photo analysis: visual analysis of the individual image submitted for evaluation determined that a needle could be seen attached to the suture section, the end of the damaged suture. Image is not clear to determine failure mode or reported condition. As part of our quality process, manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information on complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Investigation analysis: visual analysis of the returned sample determined that one empty opened foil and a needle-suture piece of product code sxpp1a405 were received for evaluation, and the swage and attachment area was noted to be as expected. The needle was noted with marks and the suture present body fluids along the strand. The barbs present damaged, deformation and any are missing, and the end was observed split and cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.